Manufacturer narrative:
The hbsag g2 precicontrol expiration date was not provided. The reported event occurred on a cobas e411 analyzer (serial number: (B)(6)). The investigation determined that the precicontrol hbsag material was performing within specifications. A review of calibration data confirmed that calibration values were within acceptable ranges. Quality control data showed that precicontrol hbsag level 1 results were consistently out of range high, while some precicontrol hbsag level 2 results were also out of range high. Instrument-related factors, including measuring cell replacement and routine maintenance, were reviewed, and no definitive instrument issue was identified. Hardware checks confirmed correct probe adjustments, tubing routing, and sipper performance. A definitive root cause for the reported quality control issue could not be determined. Instrument-related factors could not be excluded as a potential contributor to the event.

Event description:
The initial reporter alleged a quality control issue involving precicontrol hbsag level 1 paired with the elecsys hbsag ii assay on the cobas e411 rack analyzer. The customer reported that the precicontrol hbsag level 1 quality control results were out of range high, exceeding +3 standard deviations (sd). Additionally, precicontrol hbsag level 2 exhibited some values out of range high. The customer workflow includes transferring controls to hitachi cups with a volume of 300 l.